Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced two pump system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the motor arm cannot communicate with the main arm. During trouble shooting, the insulin pump noted that the critical block and inverse critical block did not add to zero. The insulin pump was not noted to have any physical or water damage prior to the case. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.